Manufacturer narrative:
The reason for reoperation include lymphoma alcl suspected and seroma.

Event description:
Additional aspiration of fluid was performed due to "recurring swelling" and pathological results noted ¿focal area is strongly positive for cd30 immunostain¿suspicious for alcl.¿ a further biopsy diagnosis confirmed immunohistochemistry abnormal cells stain for alk- and ¿background chronic inflammation within the capsule stains for mixed population of b and t cells.¿ "mild inflammation consistent with implant capsule¿negative for malignancy¿ was detected. Patient additionally experienced depression and anxiety. A capsulectomy was performed and the device has been explanted. Patient's depression is unrelated to the device.

Manufacturer narrative:
The events of seroma and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining probable causes for these events.

Event description:
Healthcare professional later reported confirmed "bia-alcl." Pathological results were not reported. The device has been explanted.

Event description:
Healthcare professional reported right side swelling, fluid collection, capsular contracture, baker grade unknown, and deflation. Patient wanted implants removed due to ¿having the recalled implants and recent situation.¿ an ¿ultrasound guided biopsy¿ detected ¿no signs of the bi-alcl¿ but healthcare professional later confirmed "bia-alcl." Second aspiration of fluid was performed due to "recurring swelling" and pathological results noted ¿focal area is strongly positive for cd30 immunostain¿suspicious for alcl.¿ a further biopsy diagnosis confirmed immunohistochemistry abnormal cells stain for alk- and ¿background chronic inflammation within the capsule stains for mixed population of b and t cells.¿ "mild inflammation consistent with implant capsule¿negative for malignancy¿ was detected. Patient additionally experienced depression and anxiety. A capsulectomy was performed and the device has been explanted. Patient takes celexa and clonazepam concomitantly, has depression and anxiety, and a history of anemia. Patient's depression is unrelated to the device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device and weigh to the specification. The unit is not ruptured. Voids and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of lymphoma alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side swelling, fluid collection, capsular contracture, baker grade unknown, and deflation. Patient wanted implants removed due to ¿having the recalled implants and recent situation.¿ an ¿ultrasound guided biopsy¿ detected ¿no signs of the bi-alcl.¿ the device remains implanted.